Manufacturer narrative:
The customer stated that the tubing going into y-fitting was wet. Bci customer technical support (cts) referred the issue to service.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a no foam leak on unicel dxc 800 pro synchron clinical system. No injury was reported, and there was no effect to patient or users.